Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. The catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port with two catheter segments were returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted at the distal end of the attached catheter. The distal catheter segment returned measured approximately 52.4cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular with residue throughout. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular with residue throughout. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, g3, h1, h6 (patient, component, device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2012 a patient underwent for port placement procedure using powerport slim implantable port, chronoflex single-lumen, 6f. On (B)(6). After that sometime post a placement, rupture was discovered during imaging of the port (chronoflex). When placed in the upper arm, there was a rupture in the tunnel of the upper arm, and there was no sign of the stem or other part coming loose. On (B)(6), main unit and catheter were removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2012 a patient underwent for port placement procedure using powerport slim implantable port, chronoflex single-lumen, 6f. On may 29. After that sometime post a placement, rupture was discovered during imaging of the port (chronoflex). When placed in the upper arm, there was a rupture in the tunnel of the upper arm, and there was no sign of the stem or other part coming loose. On may 30, main unit and catheter were removed. There was no reported patient injury.

Event description:
On (B)(6) 2012, a patient underwent for port placement procedure using powerport slim implantable port, chronoflex single-lumen, 6f. On (B)(6). After that sometime post a placement, rupture was discovered during imaging of the port (chronoflex). When placed in the upper arm, there was a rupture in the tunnel of the upper arm, and there was no sign of the stem or other part coming loose. It was further reported that the rupture allegedly occurred near the border between the tunnel and the blood vessel. The current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. The catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B1, b5, g3, h1, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.